Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event ten days after onset. On an unreported date, the patient began treatment with reflin (loading dose, route, frequency and duration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.